Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial driveline damage was observed. Thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported regurgitation and elevated ldh could not be conclusively established through this evaluation. It was reported that the patient underwent a pump exchange for elevated lactate dehydrogenase (ld or ldh) 1000+ and suspected pump thrombosis. The patient was already on dipyridamole for coagulation issues at his implanting center in ucla, per hf cardiologist. The echo findings included that the av (atrioventricular) not fully opening. Mild aortic insufficiency, mitral valve regurgitation, high velocities through the inlet cannula. The pump was returned assembled with the driveline cut approximately 8 inches from the pump housing, and the distal portion was returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was not returned. The outflow elbow and screw ring were returned separated from the pump. Upon disassembly of the pump, examination of the inlet stator revealed a small, ring-like thrombus formation. The thrombus was situated around the inlet bearing cup as well as the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it formed in this location over an undetermined amount of time. Examination of the proximal side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. The thrombus formations found in the pump could have contributed to the reported elevations in ldh. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Rescue tape was observed on the driveline 9-14" from the metal connector. Tears in the silicone jacket of driveline were observed 10" and 12.5" from the metal connector. The bionate layer was discolored dark brown 0-25" from the connector. Inspection of the metal braided shield showed minor breakdown throughout, with areas of more severe breakdown noted 2-5" and 35" from connector. Visual and microscopic inspection of the underlying wires revealed no evidence of damage. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to document # 10001785 rev. E, hmii hydraulic qualification (hq) test procedure. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU (rev. C) is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. Lastly, this document states that moderate to severe aortic insufficiency must be corrected at the time of device implant. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook (rev. C) contains care information regarding on how to care for the driveline. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28mar2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pump power was trending up since early feb2020. The patient underwent pump exchange on (B)(6) 2021 for elevated lactate dehydrogenase (ldh) of 1000+ and suspected pump thrombosis. The exchange was done via subcoastal approach. The patient was off the pump for suspected pump thrombosis and elevated lactate dehydrogenase above 1000. The patient was on dipyridamole for coagulation issues. Echocardiogram findings showed that the atrioventricular node was not fully opening. Mild aortic insufficiency, mitral valve regurgitation, and high velocities through the inlet cannula were noted.